Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific lot number/patient information. The baseline gender/age characteristic is male/71 years old. Of note, multiple patients, multiple methods, and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique method/manufacturer/device serial numbers. The model represented in this report is a representative of possible models involved. Possible models could include the 3830 and/or 5076-85. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left ventricular endocardial pacing in the real world: five years of experience at a single center. Pacing and clinical electrophysiology. 2019; 42(2):153-160. Doi: 10.1111/pace.1359. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable left ventricular (lv) leads. The article reported that there was one (1) patient who had ¿unexpected sudden death¿ two days post-implant. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event, and the cause of death has been requested, but not yet received.